Event description:
In 2009, the lay user/pt contacted lifescan (lfs), alleging that her one touch ultra meter was prompting a battery symbol. The medical surveillance specialist spoke with the pt on august 20, 2009, and obtained the following info. The pt reported that the alleged issue began four days prior to original date. Despite not being able to test as a result of the alleged issue, the pt claimed she continued to take her usual dose of oral medications. The day after the alleged issue started, the pt claimed she suddenly began to feel shaky and sweaty. In response to the symptoms, the pt stated that she immediately treated self with food and reported feeling better afterwards. At the time of troubleshooting, the customer care advocate noted that the pt had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.